Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for cancer chemotherapy. Pump only worked in 2013 and the patient been on oral medications and supplements. Additional information was requested from the healthcare provider (hcp) regarding troubleshooting, performed, if the cause of the pump issue was determined, actions/interventions required, and if the issue resolved. If additional information is received, the event will be updated.